Event description:
Additional information was received that the device issue occurred at the start of a diagnostic coelio (coelioscopy). There was a 30 minute delay while the patient was under general anesthetic. The procedure was completed after replacing several cold light cables and optics, confirming a camera problem and replacing the device with a "coelio storz column". There was no patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the patient and event. Updated fields: b1, b2, b5, d8, g3, h1, h2, h6, h11. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device displayed black images. There were no reports of patient harm.

Event description:
Additional information was received that the device issue occurred at the start of a diagnostic coelio (coelioscopy). There was a 30 minute delay while the patient was under general anesthetic. The procedure was completed after replacing several cold light cables and optics, confirming a camera problem and replacing the device with a "coelio storz column". There was no patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device evaluation was performed and the reported failure was not confirmed. The device meets its specification. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.